Manufacturer narrative:
Co's evaluation is complete. Co was unable to duplicate the overdelivery report through flow testing. The history records were downloaded. This event record indicated that the device was programmed at 5 mg/kg/min in body weight mode, which corresponds to a delivery rate of 280 ml/hr, not o.28 cc/hr as was reported.